Event description:
Three complete self expanding stents were implanted in the right leg during the index procedure. Approximately 7 months post the index procedure, the patient was treated for in-stent restenosis with three in.pact admiral paclitaxel-eluting pta balloon catheters. The following day a re-occlusion of the right sfa occurred and was treated with two balloons one of which was a in.pact pacific device. The investigator has assessed that the occlusion was definitely related to the procedure and not related to the device. The outcome was resolved.

Event description:
Patient also was treated with rotarex during the revascularization which occurred approximately 7 months post implantation of the complete se stents. The event was resolved.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (tvr). Evaluation conclusions: inherent risk of procedure ¿ (tvr). (B)(4).